Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device after an interventional procedure for correction of a thoracic aorta hematoma. It was reported that at "step 3 to deploy the proglide, the guide wire [suture] was not fixed in the device when it [the plunger] was pulled. Hemostasis was accomplished with another proglide device. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported suture retrieval issue (suture was not fixed in the device when the plunger was pulled) was confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.